Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure treating a deep vein thrombosis (dvt) using an indigo aspiration system catheter 6 (cat6). During the procedure, while attempting to insert a cat6 into another manufacturer¿s 6f sheath, the physician experienced resistance and the cat6 would not pass the valve. Therefore, it was removed. Upon removal, it was noted that the cat6 was mashed and bent. The procedure was completed using a new cat6 and another sheath. There was no report of an adverse effect to the patient.